Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022 and the patient was re-implanted with a new cochlear device during the same surgery. This report is submitted on march 02, 2022.

Manufacturer narrative:
Device analysis has indicated device failure. Device analysis report attached. This report is submitted on april 12, 2022.

Manufacturer narrative:
This report is submitted on december 14, 2021.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device. Troubleshooting attempts were made ; however, the issue could not be resolved. The implanted device remains. There are plans to explant the device and to reimplant the patient with a new device; however, this has not occurred as of the date of this report.